Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failure occurred, and the unit required adjustment and inspection of the latch mechanism. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was failed. A field service engineer (fse) replaced the latch mini switch and performed testing in both hardware test application (hta) and the medication application. The system functioned as intended after the field service engineer repaired the device.